Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A physician reported that the ophthalmic knife was dull during surgery. The surgery was completed after replacing the knife with another one. The details of the surgery was not reported. No patient impact was reported.

Manufacturer narrative:
Additional information is provided in sections d.9, h.3, h.6 and h.11. One opened and 3 unopened slit knives, in sheathing, in blisters were received for the report of slit knife was dull. The opened sample was visually inspected and found to be conforming. Functional penetration testing on the opened sample was performed and found to be conforming. A review of the device history record traceable to the reported lot number, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. The returned opened sample was found to be visually and functionally conforming, therefore dull blades as described in the complaint were not confirmed and a root cause cannot be determined for the complaint as described by the customer. No action was taken as the knife was manufactured to specifications. A nonconformance investigation was completed for failed penetration testing for cutting instruments for the related nonconformance on the nonconformance search. All knives are 100% inspected by trained operators using a minimum of 10x magnification during manufacturing. Functional penetration testing is performed and monitored during the finishing process to ensure the sharpness of the product. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.